Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer's blood glucose was "high", though specific values were unavailable. The elevated blood glucose was treated with a manual correction injection to resolve the issue. The customer reverted to an alternate form of insulin therapy.